Event description:
A malfunction alarm, identified as 16-0x20e6, was reported by the customer after starting the pump. There was no reported impact on the customer's blood glucose level as the blood glucose value information was unavailable. Reportedly, the customer reverted to alternate method of insulin therapy.